Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead experienced syncope, fell and broke their hip. The rv lead was noted to have perforated the heart wall resulting in a cardiac effusion. A pericardiocentesis was performed. The patient underwent hip surgery the following day as well as a lead revision procedure. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.